Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation and the patient experienced esophageal fistula that required surgical intervention. Ablation on the posterior wall: box, isolation of the right veins, isolation of the left veins. The fistula appeared the evening of the operation. There was no sign of fistula during the procedure. The patient was operated, clips were installed to close the fistula. The patient improved; however, extended hospitalization was required to recover from the surgical intervention. The patient was intubated in the intensive care unit, with a long tube bypassing the esophagus. The esophagus was in the healing phase. The doctor¿ opinion was that the ablation probe was not the cause of the problem. The transesophageal ultrasound probe caused thermal damage. They recently changed the transesophageal ultrasound probe and have a new ultrasound machine. Although the physician reported that the ablation probe was not the cause of the adverse event, ablation occurred and because esophageal fistulas are a known complication of atrial fibrillation ablation, this event is conservatively being reported against the thermocool smarttouch catheter.

Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).